Event description:
The reporter stated an aa4203tl toric silicone single piece lens was opened and the technician was preparing the lens for loading and noticed a piece of the lens haptic was missing. The lens was not loaded and there was no patient contact. The reporter stated the lens was received that way and was defective.

Manufacturer narrative:
(B)(4). Evaluation codes: method - (other): work order search results - (other): a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation: method - device history record review. Results - a review of the device history record was performed and nothing was found in the manufacturing, sterilization and packaging processes of this lens that contributed to the root cause of the complaint. Conclusions - based on the complaint history, work order search, device history record review and the evaluation of the returned product, the most likely root cause of the event is due to the mishandling of the lens by the facility. (B)(4).